Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that devices could not be detected with the programmer rf head. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: evaluation summary: (B)(4): analysis could not verify that the radiofrequency (rf) head was not identifying devices. After the device failed functional testing, an intermittent cable connection was noted. It was also noted that the rf head lens was cracked and the rubber backing on the label was missing.